Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission 04/06/2015. The pump has been returned and evaluted by product analysis on 03/24/2015 as follows: the black box and alarm history showed multiple persistent call service alarms on 12/21/2014. The returned battery cap and cartridge cap were used to complete the investigation. The pump alarmed with a hard call service alarm upon powering on and confirming the ¿verify¿ screen. The reported ¿short battery life¿ complaint was duplicated which prohibited complete testing. The pump was opened for further investigation of the printed circuit board. The voltage signal reading on an internal component was found to be below specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that frequent change battery alarms had occurred and that there was no interruption in self care as a result. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.